Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva tpn bag was leaking from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. The bag was sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the spike port. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the lot was manufactured 06/10/2018 ¿ 06/11/2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid inside the bag that contained the device; however, the location of the leak could not be determined from the provided photo. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.